Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. Testing revealed that fuses in the viewing station of the imaging system were open. To restore functionality, the fuses were replaced and an inrush suppressor was installed. The imaging system then passed the system checkout and was found to be fully functional. No parts have been received by the manufacturer for evaluation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the viewing station of the imaging system would not boot. It was reported that no images appeared on the monitors. There was no patient present when this issue was identified. No additional information was provided.